Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported experiencing bent infusion set cannulas and elevated blood glucose while using the infusion sets. He stated that he inserted a headset 12 hours ago and when he woke up this morning his blood glucose measured 400 mg/dl. His normal morning blood glucose level is 60 mg/dl. He removed the headset and found the cannula bent. He injected insulin to lower his blood glucose. He manually inserts the headset by pinching up his skin. He was advised to stretch and smooth the skin prior to insertion because he is very fit. He normally uses 10mm cannulas and has been using an 8mm cannula. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced with 10mm cannula and the alleged infusion set was requested to be returned for evaluation.